Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. The physician had difficulty navigating the lead into the right atrium, and it made a "u-turn" back in the superior vena cava, but was eventually able to enter the right atrium. After checking multiple positions, the helix was deployed. The helix was then retracted and multiple attempts to reposition the lead were attempted, however the helix would not deploy until sufficient torque had built up in the lead, which caused the lead to move from the desire position when the helix was being deployed. Additionally, it was noted that the stylets that were used to position the lead had become kinked when they were passed into the lead. The lead then was removed from the body and replaced. The patient was in stable condition throughout, and the patient would continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 46.1 cm, with the helix retracted clogged with blood/tissue. The reported event of helix extension problem was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix extension problem was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The lead was otherwise normal.